Event description:
A caller reported experiencing a cartridge alarm while the pump was in use. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Technical support arranged to replace the customer's pump since it was out of warranty, and a loaner pump case was issued.